Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Reportedly, the customer did not know how much insulin had been used to fill the cartridge. Additionally, the customer reported being on the third day of using the cartridge and noticed 75 units remaining; however, several hours later, the customer observed 9 units remaining in the cartridge. The customer did not have any supplies available, and used the cartridge until it ran out of insulin in the middle of the night. Due to running out of insulin, the customer's blood glucose (bg) level elevated to 471 mg/dl, and was addressed with manual injections. Review of the pump history showed that the customer used the approximate amount of insulin that was in the cartridge. The customer reported being unable to upload the pump data so a log review could be performed, and confirmed understanding the insulin gauge explanation from tandem technical support.